Event description:
This system was explanted due to persistent pocket pain. No replacement system was implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. In a next step, a sensing test was performed and the device sensed the attached heartsignals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to delivertherapies was verified. The anti-bradycardia pacing pulses proved to be normal and inamplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, based on the information available for analysis, the root cause of theclinical observation was not determinable. The ICD proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of an ICD malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.